Event description:
I had breast augmentation with mentor smooth saline implants under the muscle. About a year later in 2006, I started having major rashes, especially on my eyelids, and face. I also started having alopecia. Both of these things along with a myriad of other autoimmune symptoms are still occurring in 2020. I am planning to have the breast implants removed in (B)(6) 2020 because my sickness and quality of life is worsening. Here is the list of my other symptoms: insomnia, ringing in ears, skin rashes (random and not product oriented), choking feeling, cannot get a deep breath, irritable bladder, constantly need to urinate, pain in right breast, headaches daily, painful and swollen glands in neck, sensitivity to light and sounds, brain fog, memory loss (lose track of my train of thought), congestion, running nose and eyes, joint and muscle aches (all over), extreme fatigue, gastro issues like nausea, constipation, reflux, chills, muscle weakness, weight gain, dry skin, hair loss/dry brittle hair, vision impaired, food intolerance, inflammation and arthritis, numbness, and tingling in extremities. I don't have the dates because we have moved 3 times, but I have been tested for lupus, rheumatoid arthritis, and breast cancer. All of these were negative thankfully. FDA safety report ID# (B)(4).